Event description:
It was reported that the unit gives "drive error" when the rpm exceeds 1000. No reported pt involvement. (B)(4).

Manufacturer narrative:
The device was returned to maquet in rastatt for repair. The investigation showed that the electronical boards were from an old standard. These boards could have caused the error. Based on the information from service report the electronic boards were replaced. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The unit was returned to maquet cardiopulmonary (B)(4) for repair on 02/12/2015. A supplemental medwatch will be submitted when add'l info becomes available.